Event description:
Patient reported right side "rupture". Later, healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure device appearance was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Event description:
Patient reported right side "rupture", confirmed via MRI. Later, healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08aug2024.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture. Device has been explanted.